Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h10 one g7 10 deg e1 liner 28mm b item# 010000875 lot# 6584497 was returned and evaluated. Upon visual inspection the liner had some scuffing near the scallops. There was no damage to the outside radius of the device. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Initial reporter: (B)(6). Report source - foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 poly liner was not locked inside the g7 pps acetabular cup during the surgery. The surgeon tried to lock in the prescribed manner of 90 degree of locking but unfortunately, it was not locked. Surgery was completed with a ceramic on ceramic. Attempts have been made and additional information on the reported event is unavailable at this time.